Event description:
A representative reported that the patients¿ pump ¿had been dead for a while¿. The logs indicated a motor stall occurred, the stopped pump period may exceed tube set, empty reservoir alarm occurred, and low reservoir alarm occurred. The patient had an MRI on (B)(6) 2013. After that, the patient started to get withdrawals. The motor stall was noted to have occurred on (B)(6) 2013. On (B)(6) 2013 the pump alarm was silenced by the patient¿s healthcare provider. The medication used within the system was morphine. The representative later reported that the patient¿s withdrawal symptoms included sweats. The pump was scheduled to be replaced the following week. It was later reported the patient¿s pump was replaced on (B)(6) 2013. The new pump was filled with saline. Another representative later reported that the patient was fine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n179828004, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had been doing well on (B)(6) 2013. They took their wife to the hospital and they did an MRI on her. The patient was standing outside the MRI. On (B)(6) 2013 the patient stated that on (B)(6) 2013 they got extremely sick with withdrawal symptoms, but they did not know what was going on. They were admitted to the hospital with the diagnosis of diverticulitis and placed on antibiotics. They were discharged. The healthcare provider stated that their sense was that all of the patient's symptoms were due to the cessation of the intrathecal drip of morphine. As of (B)(6) 2013 the patient looked fairly well because they had some pain medication at home from the past, and they took 15 mg of ms contin extended release twice a day, as well as percocet for breakthrough pain. The pump was 7-8 years old, and the catheter was replaced 7 years prior to (B)(6) 2013. On (B)(6) 2013 the patient was noted to be alert, well-developed, well-nourished and in no acute distress. Their gait was normal, their muscle strength was 5/5, their neurologic examination was grossly negative. The assessment was an end of the battery life of the morphine pump, though the logs from (B)(6) 2013 indicated eri was in 18 months. No eos occurred in the logs. It was discussed that the patient could be managed with oral narcotics, and if they did well with that, they could decide to take the dead morphine pump out. They noted the patient may decide that, with oral medication, "they did not do as well as they had intrathecal infusion for the past seventeen years". They were going to give the patient ms contin 15 mg to take one every eight hours and percocet 10/325 one every eight hours for breakthrough pain. The patient was to be followed closely for the next two or three weeks. On (B)(6) 2013 the patient returned to the pain center for follow-up. The patient had a replacement of the morphine pump, and they were healing very well. There were no negative changes in the patient's physical examination. The logs from (B)(6) 2013 confirmed that a motor stall without recovery occurred.